Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was not return. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an acute renal failure following a farapulse ablation procedure approximately three days post procedure. There were 116 applications, and the procedure was involved an off-label use of the farawave pulsed field ablation catheter. The patient was hydrated post-procedure, but hospitalization was prolonged due to the need for ultrafiltration. No further information is available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because the device was not return. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an acute renal failure following a farapulse ablation procedure approximately three days post procedure. There were 116 applications, and the procedure was involved an off-label use of the farawave pulsed field ablation catheter. The patient was hydrated post-procedure, but hospitalization was prolonged due to the need for ultrafiltration. No further information is available. It was further reported; attempts were made to clarify what kind of off-label use the catheter was used for but there was no additional information.